Manufacturer narrative:
Product evaluation: (B)(4). The fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe charred detritus adhesion; the glass cap is protruding from the metal cap; this is indicative of melting of glue at the metal to glass cap adhesion location. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that @ 397649 joules and 68 minutes of use, ¿defected fiber¿ was observed with the first fiber. The fiber was exchanged and "defected fiber" was observed with the second fiber. The procedure was completed using a third fiber. There was no injury to patient reported. This report is for the second fiber used.